Event description:
It was reported that a user of the ilet experienced hypoglycemia to a measured value of 40 mg/dl, self-treated with oral glucose, then announced a meal, overate relative to the announcement, developed hyperglycemia, and subsequently experienced another low glucose episode; troubleshooting and education were provided on correct meal announcements and carbohydrate treatment. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 259 mg/dl. Outcomes included temporary impairment requiring self-treatment without medical intervention or hospitalization. Investigation included complaint record review and user counseling on use and carbohydrate management. Investigation of this case revealed user-related use error with incorrect meal size announcement and suboptimal carbohydrate treatment strategy. It was concluded that the device functioned as designed and the event was attributable to user management practices, with education provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.